Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the keyboard graphic user interface (gui) and performed extended self-testing on the device and all tests passed.

Event description:
It was reports that there was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a keyboard failure, patient involvement is unknown. Additional information has been requested.